Manufacturer narrative:
H3 other text : device serviced by third party service center

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP device that the buttons were broken. During the evaluation of the device, the third-party service center visually inspected the device and foam particles were observed and buttons of the device were broken. Device was scrapped.